Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 - correction to initial reporter name: (B)(6).

Manufacturer narrative:
Follow-up #2: date of submission 01/04/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of occlusion alarms. During testing, the pump successfully performed the rewind, load cartridge, and prime steps with no alarms. The pump was exercised for 24 hours with no occlusions occurring. The force sensor calibration was found to be within required specification. The loss of prime issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging an occlusion issue. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an occlusion issue.